Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the no audio condition which was reproduced. The evaluation found the cause to be a failed back flex. The back flex was replaced through a rear case replacement. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device had no audio. There was no patient involvement.